Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.2075" x 0.1130" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip do not show damage. The complaint regarding instrument jaws aligned was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument jaws were misaligned. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into patient's anatomy. The damage to the instrument happened outside a surgical procedure.